Event description:
During interrogation, the device was not sensing at the highest gain. Additionally, the pacing lead impedance had increased, the capture threshold measured greater than 10v and the r-wave measurement could not be obtained. Under fluoroscopy, a small bubble in the lead near the subclavian vein entrance was observed. The lead was capped.